Event description:
It was reported that this was a dual access venotomy closure of the left and right common femoral vein (lcfv and rcfv) relative to an a-fib ablation procedure. In the rcfv, the pre-close technique was used, via an 8f sheath hole. Two proglide sutures were successfully pre-placed. The sheath was upsized to an 18f and the a-fib ablation procedure was completed. Reportedly, the physician pulled too strongly on one suture, and it broke during knot advancement; the knot unraveled, and the suture came out. Hemostasis was achieved in the rcfv with the other pre-placed suture. Closure of the small-bore hole in the lcfv was then attempted. Reportedly, with 2 proglide devices, the sutures broke during knot advancement due to excessive force. It was also noted that the cutting mechanism [on the suture trimmer] may have been inadvertently triggered and cut the sutures. Manual compression was used to achieve hemostasis in the lcfv. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the physician pulled too strongly on one suture, and it broke during knot advancement. It should be noted that the perclose proglide instructions for use, states: to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force the additional devices referenced in b5 are filed under separate medwatch report numbers.